Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, procedure date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices implanted into the same patient, the upsylon y mesh kit. Refer to manufacturer report # 3005099803-2022-05481 for the associated device information. It was reported to boston scientific corporation that an upsylon y mesh kit was used during an abdominal sacrocolpopexy, cystoscopy, and injection macroplastique procedures performed on december 12, 2017 to treat a patient with prolapse. In the physician's assessment, there were still considerable adhesions of omentum to the anterior abdominal wall umbilically after the procedure was completed. The physician advised against an umbilical entry should the patient require laparoscopy in the future. As reported by the patient's attorney, the patient has experienced an unspecified injury.